Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was not functional. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Follow-information revealed the patient has effective therapy following the procedure and the issue is resolved.